Event description:
Info received indicates, the right foot siderail is not staying up.

Manufacturer narrative:
The technician found debris and rust on the hardware in the locking mechanism. The technician removed the hardware and installed a siderail inline spring kit to repair the bed.